Manufacturer narrative:
Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed self test, a21 error test and passed off no power test, displacement test. No failed batt test alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place and no anomaly noted. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Failed batt test alarm not confirmed. The test p-cap/reservoir does lock into place and no remove anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issue with sets and reservoirs leaking. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that within the list month wasted insulin draw the 300 units into the reservoir when they draw it out was not come off. Customer stated they cannot remove the ball referring to insulin bottle, the reservoir was not disconnect causing the insulin to pour out. Customer mentioned that they had an issue with the batteries not showing full had to remove it several times removing the battery reinserting it, requesting a replacement insulin pump along with belt clip. The device will be returned for analysis.